Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation; per the customer she was not alleging a product defect. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls - unable to establish contact with customer at this time.

Event description:
Consumer called for assistance regarding how to use the true metrix meter. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2025 she had gone to the ER. Per the customer she had been feeling dizzy at the time and had obtained a blood glucose test result using the true metrix meter of over 400 mg/dl (fasting/non-fasting not provided). Per the customer, she was just diagnosed with diabetes, had just started to use the meter and was not taking any diabetic medication as of yet. Customer had been treated with insulin when at the ER. The customer stated she had been given insulin to begin to use and was advised to follow-up with her physician. Per the customer, she is not alleging a product defect and felt the meter was working as intended at the time of the medical attention. The customer's expected blood glucose test result range was not provided. The test strip lot manufacturer¿s expiration date is 03/31/2024; product storage and open vial date were not provided. During the call, a back-to-back blood test was not performed by the customer. The meter memory was not reviewed for previous test result history.